Event description:
The clinician said implant was placed in 2003, processed the second stage after 6 months and removed in 2005. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality insufficient and infection.

Manufacturer narrative:
The implant was received with an abutment and crown attached to it. The implant was not fractured and was examined under 10x magnification. There were not any thread defects on the implant. The implant was then compared to a l0250 rev 10/03 radiographic template. The implant was then compared to a radiographic template (l0250 rev 10/03) and was determined to be a d5mm x 9mm implant.